Event description:
As reported to coloplast, though not verified: the patient presented with stress urinary incontinence and a trans obturator sling (aris) was implanted in (B)(6) 2014. In 2019, the follow-up showed the appearance of suprapubic and left vaginal pain, associated with dyspareunia and urgency. It was concluded that the pain is related to the sling. Conservative treatment is ineffective. The diagnosis was fibrosis and retraction of the band. The sling was radically removed in (B)(6) 2020. Following surgery, vaginal pain resolved, but inguinal and suprapubic myofascial pain persisted, as did partial chronic dyspareunia. Subsequent conservative treatment showed little improvement.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.